Event description:
A us distributor reported that a patient's batteries would not power on a monitor. The patient's batteries and monitors were returned for investigation.

Manufacturer narrative:
Supplement report 02/23/2021: device evaluation of battery sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the battery malfunction. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. Device evaluation of batteries sn (B)(6) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuses were open. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the monitor or battery malfunctions.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a shorted c10 capacitor on the computer/analog pca. The root cause for the shorted c10 capacitor could not be positively identified. Device evaluation of batteries sn (B)(4) has been completed. The reported problem (unable to power on monitor) has been confirmed. Upon investigation the batteries were unable to recharge or power on a monitor. The f1 fuses were open. The cause for the open fuses was excessive current. The root cause for the excessive current was unable to be positively identified. No adverse event resulted from the monitor or battery malfunctions.

Event description:
A us distributor reported that a patient's batteries would not power on a monitor. The patient's batteries and monitors were returned for investigation.